Manufacturer narrative:
Concomitant devices: 02-010-01-0335, 2345060 - logic femoral ps cem right sz 3.5. 02-012-45-3535, 2667106 - lgc tibial fit tray cem sz 3.5f / 3.5t. 200-02-35, 2731562 - three peg patella 35mm. 201-78-97, 2747582 - 2 pk, schanz pin, 3mm x 145mm. 203-96-42, 35156 - 11-4132 stryker sys 6 90x13/21x1.19. A10007, 04 0230 13 004 - gps knee implant kit. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, surgeon did a poly exchange and noted significant poly wear and damage. Surgeon believes the original poly was not fully engaged in the tibia and that the mcl was also tight. He released mcl and the knee was balanced well with a new 11 ps insert. Patient was last known to be in stable condition. No additional information available.

Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of the tibial insert not being fully engaged in the tibial tray, possibly due to incomplete seating during implantation, and a tight mcl, as stated by the surgeon, which led to the reported prosthesis wear and damage. However, this cannot be confirmed as the device was not available for evaluation, and x-ray images were not provided. The most probable root cause associated with the reported event of " prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.